Manufacturer narrative:
One device was received for evaluation. Functional testing was unable to duplicate the reported problem. The event history log was reviewed. The device passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that device had not infused. The patient had received an epidural and had required several boluses throughout the day due to starting to feel contractions. The patient had received comfort relief from pain after receiving the boluses. The pump had started reading 'air in line'. The pump indicated that 129.3 ml had infused, but it was noted that the device had not infused all day. No patient harm was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.